Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device is very hot almost to the point that it is painful to the touch when picked up. The patient reports it does this even when it is not actively in use. This began happening the past week or two and seems to be getting progressively worse over time. The patient states the device seems to be pushing a lot more air through the tubing full force right from the start. The device is using significantly more water and sometimes it is empty, this had never happened before. There is no report of smoke, odor, melting, warping or voids/gaps in the enclosure. The patient reports the device was plugged into a surge protector that plugs into the wall outlet and a phone charger was also plugged into the surge protector. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.